Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 788 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and weakness. The patient reports having difficulty moving. The patient reports their blood glucose level had not improved after delivering correction boluses. Once at the hospital upon removal of the pod from the infusion site (arm), the cannula was found to be bent. The patient was treated with intravenous fluids as well as insulin and glucose. The patient was at the hospital for 7 hours. The patients pod will not be returned as it has been discarded.